Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated there was some angulation of the glenoid component with respect to the glenoid with spacing inbetween the glenoid fixation device and the bony glenoid superiorly and posteriorly which could contribute to loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause was determined to be related to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products: 118001, versa-dial/comp ti std taper, 005800. The 115330, comp rvrs shdr glen bsplt +ha, 652700. The 113633, comp primary stem 13 mm mini, 519330. The 115310, comp rvrs shldr glnsp std 36 mm, 063160. Xl-115363, arcom xl 44-36 std hmrl brng, 864490. The 115370, comp rvs tray co 44 mm, 901970. The 180552, comp lk scr 3.5hex 4.75x25 st, 938320. The 180551, comp lk scr 3.5hex 4.75x20 st, 165790. The 180552, comp lk scr 3.5hex 4.75x25 st, 096560. The 180551, comp lk scr 3.5hex 4.75x20 st, 890110. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, disassociation, and limited range of motion. The glenosphere component spun because the central screw had not been seated fully. The glenosphere and humeral tray were revised with the poly. Attempts have been made and additional information on the reported event is unavailable.